Event description:
It was reported that with benchtop testing at the hosp the pump would not alarm for air when a large air bubble was injected above the infusion pump. There was no pt involvement or clinical incident associated with the pump.

Manufacturer narrative:
Section f completed by the MFR based on info from the reporter. Evaluation summary: the infusion pump was evaluated by baxter healthcare. Initial testing revealed that air bubbles above 110 microliters, the alarm threshold size, were not being recognized by the infusion pump. The calibration values for the air sensing system were checked and found to be higher than anticipated and at times above the alarm threshold limit. The pump ultilizes an ultrasonic air sensing system where an air filled tube will nt conduct ultrasonic energy as well as a fluid filled tube. Therefore a significant decrease in the signal is interpreted as air and the pump initiates an air alarm. At times with this pump the received ultrasonic signal did not reach the alarm threshold when air was present in the tubing. It is known that damage or improper servicing of the components involved in the air sensing can effect the sensor performance. However direct signs of this being a factor with the pump were not apparent. The cause for the high sensor values was not able to be determined. The air sensing system of the pump was recalibrated and the pump was returned to the hosp.